Event description:
It was reported that during a colectomy procedure, the surgeon fired the device. After the device was fired, it only stapled on specimen side, not the pt side. The surgeon hand sewed the bowel together. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results showed that the device was received in good visual conditions and with a reload loaded in the device. The reload was received fully fired, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an automated vision system. In addition, at finished goods, the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the mfg process.